Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had telemetry issues. It was noted an overdischarge was suspected. It was reported the patient had let their stimulator die and could not get their recharger or programmer to communicate. It was noted the last successful recharging session was over a year prior to call. It was reported the patient had let their battery die twice previously and they had to be reset ¿in the office.¿ it was noted the patient had not felt stimulation in over a year.